Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. On post operative day one, a single knot suture opened. The patient was resutured. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the procedure was removal of 2 moles and interrupted suture was placed and tied with single knots. On post-operative day one, the wound had opened again. During resuturing in (B)(6) 2012, the initial suture was no longer there. Currently, the patient is fine.

Manufacturer narrative:
(B)(4). Knots untying post operatively. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.